Manufacturer narrative:
(B)(4).

Event description:
During implant, the helix would not extend. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in two pieces with the helix partially extended and clogged with blood-like substance. The helix would not fully extend due to blood in the helix housing. After ultrasonically cleaning the lead and applying direct torque to the inner coil at long length, the helix could be fully extended and retracted. The full helix length was within specification. Visual inspection of the lead found damages consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the helix assembly was normal and the inner coil inside the connector region was over torqued which is consistent with implant/explant procedure.